Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in conjunction with a non-mdt stent graft system in the endovascular treatment of the patient for a type ia endoleak in a 62mm aaa. Seven endoanchors were implanted between the main body and the proximal neck. It was reported that patient expired approximately 3 years later. As per the investigator the cause of the event and relationship is currently unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received; it was reported that the cause of death was due to pneumonia, the event was assessed as not related to the device or to the procedure. If information is provided in the future, a supplemental report will be issued.